Event description:
Boston scientific received information that an alert due to high out of range shocking impedances was triggered. At this time this lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.